Event description:
A physician reported that a patient had his device interrogated and was programmed up to 1.50ma. After this programming event, the warning message stating that the programmed current could not be provided was noted. The patient had a history of good impedance values, but the patient never reportedly perceived stimulation. The physician also stated he was unable to communicate with the generator to perform diagnostics. During the patient's next follow-up visit, the physician stated he was able to interrogate the patient's generator without any issue and performed diagnostics and all the results were within normal limits. The manufacturing record for the implanted generator showed that it had passed all quality inspections prior to release for distribution.